Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's husband reported via phone call that the customer had low blood glucose. Customer's blood glucose was 32 mg/dl. Customer treated with juice and peanut butter sandwich. Customer's husband was unable to troubleshoot due to the device was not present at time of call. Customer will not be returning the device for analysis.